Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4) - the dentist reported that 2.5 months after the dental implant was installed in intraoral region #14 it was verified its non-osseointegration . Immediate load was not executed. Patient presented bone type iii.